Event description:
The user facility reported that the intraocular len(iol) was stuck in the cartridge of the iol delivery system. There was no reported patinet impact/injury associated with this event.